Manufacturer narrative:
On (B)(6) 2019, mentor received the device for analysis. Device evaluation summary: during evaluation of the sample it was observed to be intact. Leak test revealed there was leakage from the valve. No additional anomalies were observed. The analysis was¿unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information indicating the patient experienced a rupture on the right side only. The left side was intact. It was also noticed that the date of implant was erroneously reported as taking place in 2014. The correct date of implant was (B)(6) 2013. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 700cc and experienced a bilateral deflation post-operatively, which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2019. This report is for the left side device.